Manufacturer narrative:
We have not received the complaint device for evaluation. Until product is returned from the hospital, we remain inconclusive on the root cause of the reported malfunction. Please note that during the in-process inspection, each of the occlusion balloons of the pruitt f3 carotid shunt is inspected to ensure they inflate and deflate properly. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected by the user during the pre-use check.

Event description:
During the pre-use check, the surgeon was unable to deflate the blue carotid balloon of the pruitt f3 carotid shunt. So, he used another f3 carotid shunt for the carotid endarterectomy procedure.